Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated the patient's heart. The patient experienced shortness of breath due to pericardial effusion. The physician performed a pericardial tap procedure to remove the fluid. The rv lead was difficult to remove but was eventually explanted and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation for perforation was not confirmed. Upon visual observation, the lead was deformed on distal shocking coils. The lead helix was fully extended with no anomalies noted.

Event description:
It was reported that this right ventricular (rv) lead perforated and the patient experienced shortness of breath due to pericardial effusion. The physician performed a pericardial tap procedure to remove the fluid. The rv lead was explanted. No additional adverse patient effects were reported.